Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed three months remaining to explant. Moreover, the device was using 440 percent of power. Boston scientific technical services (ts) discussed that the device was likely depleting prematurely. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 38 microwatts, however this device was consuming 171 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.